Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device tip caught on fire, they changed to anther tip and still caught fire. It was discontinued.

Event description:
According to the reporter, during a procedure, the device tip caught on fire, they changed to another tip and still caught fire. It was discontinued.

Manufacturer narrative:
Evaluation summary: one device was received and a visual inspection and functional test were performed. The device as received met the specifications and passed functional testing but failed the visual inspection. "The coating on the tip of the electrode looked damaged and eschar remained on the tip of the electrode." The reported condition was confirmed. "[The supplier] performed the functional test on the generator, x-ray examination, and measure the closed circuit (activation) resistance of the returned sample, with the following results: x-ray examination confirmed the processing assembly of the returned sample is correct. Resistance the resistance and cable assembly of returned sample meets the designed specification." The investigation found the most probable cause of the reported event to be the electrode not being kept clean of eschar. Instruction for use (IFU) re00125271 states: tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. Since the root cause is not manufacturing related, no corrective or preventative action is planned at this time. No update to the risk management file is required at this time. A device history record review was completed. There were no manufacturing issues related to the complaint for this lot number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.